Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the because the device was not under warranty, the customer refused to pay for onsite inspection and repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred all the time. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1102 "primary alarm failed" alarm error occurred all the time. The customer restarted the device, but the issue remained. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6) hospital (B)(6) (B)(6).